Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unspecified failure occurred on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. Although the reported issue was not specified, the event history log review indicated that there were several low drain volume alarms (ldv). Visual inspection and functional testing were performed on the device. Through cycler remote toolbox (crt) pressure leak testing, the device was determined to have an issue with the membrane gasket. The cause for the ldv alarm was the membrane gasket. Full functional testing, calibration and simulated therapy were performed with no additional defects and malfunctions found. The membrane gasket was to be scrapped and the device was sent for servicing. If additional relevant information is obtained, then a follow-up MDR will be submitted.